Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned detached from the assembled two-piece connector. No portion of the catheter was found protruding from the distal end of the connector. Some slight tensile weakness was observed in the proximal end of the catheter. A microscopic observation revealed striations on the proximal end of the catheter. The connector was disassembled, and no catheter segments were found within. A large amount of a whitish residue was observed on and within the connector pieces and one the metal cannula of the proximal connector piece. The distal connector piece was dissected, and the internal compression sleeve was found to be advanced; however, the proximal end of the compression sleeve was observed to be folded over itself. The state of the internal compression sleeve within the distal connector piece, as well as the amount and location of residue within the connector pieces, indicate the connector was most likely improperly assembled onto the catheter tubing which allowed for leakage from the connector and ultimately detachment of the catheter. The product instructions for use (IFU) provide detailed steps and guidance on attaching the two-piece connector to the groshong single lumen catheter. These steps outline the proper order of assembly to prevent an incomplete connection and/or detachment of the catheter.

Event description:
It was reported the patient had a groshong catheter implanted via the right basilic vein on october 12, 2021. Since the catheter was not firmly inserted to the stem of the catheter connector, leakage occurred immediately and the catheter was detached. When the doctor reconnected it to the catheter using another new catheter connector, the catheter was detached again. When the catheter was inserted to the stem of the catheter connector and reconnected, no leakage was observed and administration was started. This report addresses the first connector used.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a groshong catheter implanted via the right basilic vein on (B)(6) 2021. Since the catheter was not firmly inserted to the stem of the catheter connector, leakage occurred immediately and the catheter was detached. When the doctor reconnected it to the catheter using another new catheter connector, the catheter was detached again. When the catheter was inserted to the stem of the catheter connector and reconnected, no leakage was observed and administration was started. This report addresses the first connector used.